Event description:
A report was received that the patient was charging frequently and was experiencing communication difficulty. A database analysis indicated that the device appeared to exhibit premature battery depletion. The patient is reportedly doing well and no further action will be taken at this time.

Event description:
A report was received that the patient was charging frequently and was experiencing communication difficulty. A database analysis indicated that the device appeared to exhibit premature battery depletion. The patient is reportedly doing well and no further action will be taken at this time.

Event description:
A report was received that the patient was charging frequently and was experiencing communication difficulty. A database analysis indicated that the device appeared to exhibit premature battery depletion. The patient is reportedly doing well and no further action will be taken at this time.

Manufacturer narrative:
Additional information was received that the patient will now undergo an ipg replacement surgery. The date for surgery has not been scheduled.

Manufacturer narrative:
A report was received that the patient's ipg was explanted. The patient is reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate was higher than expected. It was determined this higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.